Event description:
It was reported that there was air in the patient line of a homechoice automated pd set with cassette during fill one of four, while the patient was connected. During troubleshooting, there was nothing unusual found that could have caused or contributed to the air. The technical service representative (tsr) assisted the patient in ending therapy. The tsr reviewed proper procedures with the patient and advised the patient to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. The cause of the reported condition was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.